Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse was assisting a patient to the restroom when it was noticed that the IV saline was pouring on the ground from the IV tubing. The nurse noted the IV tubing disconnected under the drip chamber. The nurse stopped the infusion and changed out the tubing with a new set. There was no harm to the patient reported.